Event description:
Clinical study. Same case as #6000089-2005-00840. It was reported that 84 days after a coronary artery drug eluting stenting procedure, the pt experienced a myocardial infarction (mi) and expired. The target lesion being treated was a 3.0 mm, 95% stenosed proximal left anterior descending (prox lad) artery. The physician treated the target lesion with predilation and successfully placing a taxus express2 8.8% 3.0 x 32 mm drug eluting stent in the target lesion. A dissection occurred distal to the target lesion. The physician then placed a taxus express2 8.8% 2.75 x 12 mm drug eluting stent in the lesion to repair the dissection with a 10 mm overlap to the previous stent. The pt was discharged the next day on plavix and aspirin. Eighty four days after the procedure the pt experienced a non-q-wave mi and expired. In the opinion of the physician the relationship of the mi and the pt's death to the taxus stent is "unk".

Event description:
It was further reported that target lesion 1 was 20mm long and was treated with placement of the taxus stent, but the distal end of the stent did not fully expand. Angioplasty was then performed dilating the lesion, but it was apparent that there was a small non flow-limiting dissection beyond the distal end of the stent. Due to the dissection, a 2.75 x 12mm taxus stent was attempted to be placed, but could not be advanced through the stented segment due to a :band" at the dital end of the stent where the dissection was. The area was then dilated and with considerable difficulty the stent was deployed into the area of dissection. Residual stenosis was 0%. 84 days post procedure, the pt presented to the ER with substernal chest pressure and was given nitroglycerin. The pt developed ventricular fibrillation requiring immediate defibrillation. The pt returned to nor mal sinus rhythym and was subsequenlty intubated. EKG revealed continued st depression ii, iii and avf. The pt was brought to the cath lab after resuscitation from cardiac arrest to undergo emergent cardiac which revealed, "there was complete occlusion of the lad. There was also significant restenosis of the stent that was placed in the left circumflex with a 50% stenosis. There was fresh thrombus present in the left main extending into the left circumflex." Cath report on admission, notes the following: the lad was 100% occluded at its ostium and beyond where the stents were placed. No flow is noted into the lad. The left circumflex has a clot which extends from the left main into the proximal left circumflex with sluggish flow into this vessel and through the two obtuse marginals." An "inferior balloon pump" and temporary pacemaker were inserted. Despite all efforts, the pt developed electromechanical dissociation and expired. No revascularization was performed. In the opinion of the physician the cause of death was cardigenic shock, there was no autopsy. Per phone conversation with the site, the investigator felt that the pt did experience mi but the labs that were drawn at admission were normal because they were early in the infarct and the pt died prior to another draw. Therefore, the enzymes did not meet criteria for an mi and the site has chosen not to report mi as an event. In the opinion of the physician the relationship of the pt's death to the target vessel is unk.

Event description:
It was further reported that there was fresh thrombus present in the left main extending into the left circumflex. Cath report 84 days post procedure notes the following "... The lad was 100% occluded as its ostium and beyond where the stents are placed. No flow is noted into the lad. The left circumflex has a clot which extends from the left main into the proximal left circumflex with sluggish flow into this vessel and through the two obtuse marginals." It was therefore felt to be a stent thrombosis. Per phone conversation with the site, the investigator felt that the patient did experience an myocardial infarction (mi) but the labs drawn at admission were normal because they were early in the infarct and the patient died prior to another draw. Therefore, the patient's cardiac enzymes did not meet criteria for an mi, however, the site still wishes to report the mi.